Event description:
It was reported that during a low anterior resection procedure, the staples were unformed. Another device was used to complete the case. There were no adverse consequences to the patient. Device will be returned.

Manufacturer narrative:
Information anticipated, but unavailable at this time.